Event description:
The patient lost over 1 liter of blood during the procedure to implant the excluder bifurcated endoprosthesis device. The patient was transfused 2 liters of blood products. Blood loss occurred at the valve and access site of the 18fr sheath. The clinician indicated the blood loss was due to very tortuous patient anatomy and extended procedure time. There was no allegation of deficiency made by the clinician.